Manufacturer narrative:
Concomitant product: 409252 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the atrial high rate episodes appeared to have oversensing and the threshold on the right atrial (ra) lead was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.